Manufacturer narrative:
The reported events were high pacing impedance and patient death. As received, a partial lead (only the connector portion) was returned in one piece. The reported event of high pacing impedance was not confirmed. Unable to perform impedance test due to partial lead as received. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, high pacing impedance was observed on the right ventricular lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated that the patient expired after several runs of ventricular tachycardia and ventricular fibrillation. The physician alleges that the cause was either lead damage or irregular impedance values. Technical support was contacted and stated that the lead diagnostics didn't show signs indicative of lead damage.